Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 490 mg/dl and a battery out limit alarm during normal use. Customer indicated that the pump shuts off, almost every evening with a full battery. Customer was advised that a new replacement battery cap would be sent to them and to call back to further troubleshoot if necessary. Customer declined high blood glucose troubleshooting. No further details given.